Event description:
Reportedly, an abrupt decrease of the battery voltage was noted during the last follow-up (on (B)(6) 2016) whereas the battery voltage was normal during penultimate follow-up. Note that no therapy was delivered between two last follow-ups and parameters were not reprogrammed. Preliminary analysis confirmed that recommended replacement time (rrt) was reached. Device replacement was accordingly recommended.

Event description:
Reportedly, an abrupt decrease of the battery voltage was noted during the last follow-up (on (B)(6) 2016) whereas the battery voltage was normal during penultimate follow-up. Note that no therapy was delivered between two last follow-ups and parameters were not reprogrammed. Preliminary analysis confirmed that recommended replacement time (rrt) was reached. Device replacement was accordingly recommended.

Manufacturer narrative:
It was reported that the patient has passed away.

Event description:
Reportedly, an abrupt decrease of the battery voltage was noted during the last follow-up (on (B)(6) 2016) whereas the battery voltage was normal during penultimate follow-up. Note that no therapy was delivered between two last follow-ups and parameters were not reprogrammed. Preliminary analysis confirmed that recommended replacement time (rrt) was reached. Device replacement was accordingly recommended.

Manufacturer narrative:
Additional information: preliminary file analysis showed a possible lead issue.

Event description:
Reportedly, an abrupt decrease of the battery voltage was noted during the last follow-up (on (B)(6) 2016) whereas the battery voltage was normal during penultimate follow-up. Note that no therapy was delivered between two last follow-ups and parameters were not reprogrammed. Preliminary analysis confirmed that recommended replacement time (rrt) was reached. Device replacement was accordingly recommended.

Event description:
Reportedly, an abrupt decrease of the battery voltage was noted during the last follow-up (on (B)(6) 2016) whereas the battery voltage was normal during penultimate follow-up. Note that no therapy was delivered between two last follow-ups and parameters were not reprogrammed. Preliminary analysis confirmed that recommended replacement time (rrt) was reached. Device replacement was accordingly recommended.